Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was noise and oversensing on this ra lead. A revision procedure was scheduled for (B)(6) 2017. It is unclear if this lead was capped, explanted, or remains implanted. No adverse patient events were reported.